Event description:
During the procedure, an air leak occurred. As the device was being inserted into the patient an air leak occurred. The device was replaced and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals which is consistent with a leak. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals is consistent with damage during use.